Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a scheduled generator replacement. The device exhibited unexpected battery voltage drop and an alert for the device reset. The device was explanted and replaced. The patient was stable post procedure.